Manufacturer narrative:
The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the unit heated up and caught fire.

Manufacturer narrative:
The customer reported that the unit got very hot and caught fire. The reported condition was confirmed. The investigation found that the display board and front case had electrical burns. The investigation isolated the failure to the display board and the front case, but a root cause was not identified. The probable root cause could not be determined based on the information provided. Due to the age of the unit, no service or repair is being completed. Unit to be disposed/destroyed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.